Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 475cc mentor smooth round moderate profile and experienced right side breast implant deflation postoperatively. As a result, the patient underwent explantation and replacement with similar mentor prosthesis catalog number 3501680; serial number (B)(4) on (B)(6) 2019.